Event description:
I had a bmc g3 a20 machine, and I had severe side effects after start using it frequently during several months: extreme anxiety I lost my hunger and thirst. I felt that my lungs were "contaminated" several times, like breathing smoke of a fire. I had horrible arrhythmias I felt like my breathing was blocked after use the machine after some time, this made my apnea really worse, so I became more dependant. The reslex system, does not care about when you are exhalating, instead it changes the pressure constantly, sometimes leading to don't allow you to breathe horrible headaches confusion, memory and concentration lost. Lost a good part of my coordination. Fear about everything, even request help I forgot how to speak english properly (I'm not a native english speaker, but I had a really good level before of this). In the worst moment I felt like my hearth was stopping each time I was starting to sleep. It felt like I was dying. Also it looks the device has certain problems that could contributed to this: the air flow decreased drastically after several hours of use. Some users in social networks also indicate that the fan stops working properly. The reslex problem I mentioned probably the device was accumulating a lot of co2, leading to a lot of the problems I mentioned (since the fan problem and the better filter reduces air flow). The default filter is just an sponge that does not filter anything. I felt like having pulmonia each time I used the device at least four days on a row. The "good" filter, caused me to feel more suffocated, like breathing my own air each time. Also made even harder to exhale. Sometimes the device started to increase the pressure even when I was awaken and breathing normally. The device has a foam inside, that does not look "medical grade", but I can't be sure. I'm recovering now using other brand of CPAP and the symptoms have reduced a lot after some days. I just want to share this information and my experience so you can. I never had those symptoms before using this specific CPAP. I started to using other brand CPAP and I'm feeling much better.